Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5506 during ventilation. No harm to the patient was reported.

Manufacturer narrative:
Investigation outcome. Review of the attached event log identified tf 5506, consistent with an issue related to the pressure sensor signal/sensor board. Patient involvement was reported; however, no patient harm occurred. As a correction, a replacement sensor board was sent to the customer. The partner confirmed that the problem was resolved following implementation of the correction. The case is considered closed.